Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the ipg site when recharging. Surgical intervention was undertaken on (B)(6) 2018 during which the pocket site was relocated higher and deeper to address the issue. Stimulation was restored following the procedure.